Event description:
It was reported the event occurred to a male pt in the int. Radiology dept. An incision was made at the start of the procedure. After the skin nick, they used the mosquito tweezers and then the dilator. During insertion, the doctor felt the dilator "cracking" while dilating the vessel. After that they tried to remove the dilator and swg separately, but couldn't. The dilator has a small crack about 1cm in the side. It is believed the crack caused the issue with the spring wire guide. As a result, a new kit was opened and used to complete the procedure. There was a delay in treatment, but no harm was caused to the pt. No complications or death occurred to the pt. The event was initially evaluated and determined to be non-reportable. The returned device was reviewed and the event was determined to be the result of a product malfunction, therefore, it is reportable.

Manufacturer narrative:
(B)(4).